Event description:
It was reported that the clamp opened immediately after removing from the fridge (0°).

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that smart toe ii 16mm / 0° angle (implant) had an early expansion during surgery could not be confirmed, since the device was not returned for evaluation. Based on investigation, the root cause of the early expansion problem cannot be determined. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the clamp opened immediately after removing from the fridge (0 degree).